Manufacturer narrative:
(B)(4).

Event description:
It was reported, prior to use, the cuff didn't inflate. No patient involvement.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The damage in the returned device is not related to the manufacturing process.